Event description:
This report is a results of a customer contacting baxter. The customer reported that during prefilling, the nurse noted the arterial line which connected the hemofilter was leaking. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The actual sample was received and is in the process of being evaluated. Upon completion of the evaluation, a follow-up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed during baxter and haemotronic's sample evaluation. Haemotronic's investigation report stated that a review of the dhf (design history file) was performed and no issues were noted. Because the complaint could not be confirmed, root cause could not be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.